Event description:
It was reported the st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal (tsp) crossing was completed using intracardiac echo (ice) with an nrg and fixed curve sheath. The physician then exchanged for a watchman trusteer sheath. Shortly after removing the dilator the physician noticed st elevation and a drop in blood pressure. The sheath was flushed and aspirated. No air was noted on fluoroscopy imaging or transesophageal echocardiography (tee) however the physician suspected a small air bubble may have caused the issue. The patient st segments improved and blood pressure returned to normal within several minutes. The procedure was continued and the 20 mm closure device was successfully implanted. No symptoms were noted upon the patient waking up.